Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2000 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was previously programmed to unipolar pacing and sensing for an unknown reason. Subsequently, the lead was capped in pocket and was replaced. No patient complications have been reported as a result of this event.